Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0100181500, item name metasul ldh, head, 50, code p, taper 18/20, lot # 2481361. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to metallosis.

Event description:
Please refer to report 0009613350-2020-00018.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. D11 - medical products and therapy date detail of product: item # 0100214056. Item name metasul durom, component for acetabulum, uncemented, 56/a¸ 50, code p lot # unknown. Item # 0100181500: item name metasul ldh, head, 50, code p, taper 18/20. Lot # 2481361. Item # unknown: item name alloclassic stem hip . Lot # unknown. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).